Event description:
It was reported that the customer experienced a prime or fill anomaly. It was reported that the customer was stuck in the prime loop on the insulin pump. Instructed customer to disconnect from the insulin pump and press the act button down until they saw the second series of beeps or numbers. The customer stated that none appeared. Advised customer to discontinue use of the insulin pump and to contact the healthcare provider for a back-up plan. Advised that a replacement insulin pump would be sent. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify prime anomaly due to motor error alarm. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.